Event description:
The customer received a questionable estradiol (e2) result on their e- module. The repeat test was performed on an e-module with serial number (B)(4). The patient's initial result was 767.5 pg/ml. The physician called to question the result because he did not believe the result. The repeat result was 28.5 pg/ml. The customer considered the repeat result to be correct. The patient was not treated based on the original result and there were no adverse events. The e2 reagent lot number was 16728601 and the expiration date was 09/30/2012.

Manufacturer narrative:
No root cause could be determined with the information provided. Calibration and quality control results were within range and do not indicate a reagent issue. The customer was using a 16x125 plastic transfer tube which is not recommended for use. This information is documented in the operator's manual. There were no adverse events.